Event description:
We have received information about a potential incident and would like to inform you about it. It was reported the blower of the device failed and the device alarmed. The manufacturer has not received any information about any harm from patients, users or third parties.

Manufacturer narrative:
The investigation is considered closed by lmt and there will be no follow-up report.country of incident: poland.